Manufacturer narrative:
The events reported included lead dislodgement, failure to sense, failure to capture, and far r oversensing. A complete lead was retrieved intact with the helix retracted and obstructed by blood/tissue. After cleaning and cutting, the lead helix was able to extend and retract. The full extension length of the helix was verified to be within specifications. The reported issues of failure to sense, failure to capture, and far r oversensing could not be confirmed. Electrical tests, visual inspections, and x-ray examinations revealed no anomalies, with the exception of procedural damage.

Event description:
It was reported that the patient presented for a follow up visit in the clinic. Upon interrogation, it was noted that the right atrial (ra) lead was failing to sense, failing to capture and exhibited far-r wave over-sensing. Diagnostic imaging was performed and confirm that the ra lead was dislodged. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct event description in b5 should have been "it was reported that the patient presented for a follow up visit in the clinic. Upon interrogation, it was noted that the right atrial (ra) lead was failing to sense, failing to capture and exhibited far-r wave over-sensing. Fluoroscopy was performed and confirmed that the ra lead was dislodged. The ra lead was explanted and replaced. The patient was in stable condition., rather than "it was reported that the patient presented for a follow up visit in the clinic. Upon interrogation, it was noted that the right atrial (ra) lead was failing to sense, failing to capture and exhibited far-r wave over-sensing. Diagnostic imaging was performed and confirm that the ra lead was dislodged. The ra lead was explanted and replaced. The patient was in stable condition."

Event description:
It was reported that the patient presented for a follow up visit in the clinic. Upon interrogation, it was noted that the right atrial (ra) lead was failing to sense, failing to capture and exhibited far-r wave over-sensing. Fluoroscopy was performed and confirmed that the ra lead was dislodged. The ra lead was explanted and replaced. The patient was in stable condition.